Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ischemia the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 59 yr old male was implanted with an impella cp for high risk cardiac procedure. Impella placed for cardiogenic shock left femoral, patient on vaso, levo, and dobutamine, lactate 11. After completion of procedure and exchanging to repositioning sheath a femoral angiogram was done via the wire reaches port. It was noted that very little flow was making it beyond access site. Decision made to place antegrade perfusion sheath on the left side and connect to a retrograde sheath on the right side creating an external fem-fem bypass.

Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information was received reporting an external fem-fem bypass was done for perfusion to the leg. The pump was repositioned at beside with echo. The interventions were successful. The patient remained on support until the appropriate time to wean, followed by successful explant and removal of the fem-fem bypass at that time. The pump was discarded at explant.